Event description:
It was reported by the customer that the intra-aortic balloon (iab) broke while was in use. No patient harm was reported.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.